Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer got 3 different readings within a 10 minutes: (B)(6). Meter and test strips requested for investigation. No adverse event alleged.